Event description:
It was reported during in clinic follow up that the patient was in complete heart block due to intermittent capture of the right ventricular lead. Increased pacing impedance was also noted, and fracture was suspected. Programming changes were made. The patient was stable.